Event description:
Dr reported via our sales rep, that a surgery, whilst punching in the cup, the plate broke of the instrument. The surgery was finished with a second impactor.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.